Event description:
During a clinic follow-up, the patient experienced extracardiac stimulation due to the right ventricular (rv) lead. Additionally, a low pacing impedance was observed on the rv lead due to alleged lead damage. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the rv lead was capped and replaced to resolve the event.